Event description:
Consumer stated that the bristles on the brush keep coming out while he is brushing his teeth. Customer stated that while he was brushing his teeth he felt the pieces in his mouth and some were stuck in his gums.